Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device had staple line incomplete distally. On the third firing the staple stopped halfway through the firing, the surgeon waited a few seconds before firing again bu the staple reload would not advance. After a few more attempts, the staple still failed to advance. Another reload is used and it fired correctly through the procedure. There was no patient injury.